Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified blood in the moulded manifold of the guidewire port which is evidence of a device leak. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, liquid was observed to be leaking from a pinhole in the balloon material close to the distal markerband. The rated burst pressure for this device is not to exceed 12 atm (atmospheres). An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and tactile examination of the shaft polymer extrusion was completed. No damage or any issues were noted with the polymer extrusion shaft that could have contributed to the complaint incident. A visual and tactile examination of the hypotube was completed. No damage or any issues were noted with the hypotube that could have contributed to the complaint incident. No damage or any issues were noted with the tip or markerbands that could have contributed to the complaint incident. There was no burrs or uneven edges observed on the markerbands. No damage or any issues were noted with the tip that could have contributed to the complaint incident. All blades were intact and fully bonded to the balloon surface. No damage or any issues were noted with the blades that could have contributed to the complaint incident. No other issues were noted during analysis.

Event description:
It was reported that balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 8atm. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. A 10 mm x 2.50 mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 8atm. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.